Manufacturer narrative:
The router for the navigation system was returned to the manufacturer for analysis. The unit was found to be fully functional wi th no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the router for the navigation system was replaced without resolution. It was reported that the internal network cable was not plugged in and was missing. The cable was noted to not have been reconnected during previous troubleshooting on the system. To restore functionality, the cable was reconnected and the issue was resolved. A spare cable was also noted to have been used to reconnect the external bulkhead being used. The system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera cart of the navigation system was unresponsive and displaying the pcoip screen on the monitor. It was reported that the localizer was not connected as well and that an amber led was illuminated. There was no patient present when this issue was identified. No additional information was provided.